Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in unknown spinal therapy. It was reported had an acute onset of weakness and numbness in right lower extremity post operatively. The patient's CT scan showed compression along the right l5 nerve root due to screw impingement along medial and inferior l5 pedicle. No further complications were reported. According to the investigator assessment this adverse event is probable related to a study procedure and study device. According to the sponsor assessment this adverse event is causal related to a study procedure and not related to study device. Revision surgery was performed on (B)(6) 2024 and the reason for revision surgery was adverse event related to index surgery. Spinal levels involved was l4-l5 , l5-s1. Computed tomography (CT)imaging was completed on (B)(6) 2024. Outcome of adverse event: not recovered/not resolved. Additional information was received via manufacturer representative that patient had post transpedicular screw and rod fixation of the l4-s1 spine with inter disc device. The right l5 pedicle screw traverses the medial side of the pedicle and superior medial side of the right neural foramina resulting in moderate foraminal narrowing. Additional information was received via manufacturer representative that there is no malfunction with any devices. Only the screw was not correctly placed during the procedure. Patient symptom is only due to screw impingement. Additional information was received via manufacturer representative that only screw repositioning was done during revision surgery.

Manufacturer narrative:
D4: model# and lot# is unknown. G2: 510k(#) is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.